Event description:
Event description cpi received information that an invasive procedure was performed to cap this bipolar lead because of 'oversensing'. The physician elected to replaced this lead with two unipolar leads. Implanted-06/02/95. Removed from service-07/24/96. Implant months-13.